Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of telemetry failure, the head failed its uplink tests and demonstrated only intermittent telemetry, the cable was replaced to resolve. (B)(4).

Event description:
It was reported that there was telemetry failure. It is not possible to determine whether the initial complaint included the radiofrequency programmer head as a possible source of this failure and therefore it will be reported on both the head and the programmer. The programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event.